Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the customer reported that during a laparoscopic sleeve gastrectomy, during the third firing the unit sort of pushed the tissue away and when opened, there was a gap of 0.5cm in the staple line where the tissue was cut but not stapled. There was also pt injury, postoperative abscess, the present condition of the pt is postoperative fever and fatigue. The pt is now treated with antibiotics. There was a 15 minute delay in surgery. The hospital stay was extended as a result of this injury. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).